Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead exhibited increased thresholds. The lead was reprogrammed and the increase in thresholds reoccurred. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pacing rate of the right ventricular (rv) lead was zero percent. Thus, the rv lead was reprogrammed.